Manufacturer narrative:
Additional narrative: retain samples from the lot in question were tested with no issues found with the product. The retain samples were comparable to samples from a different lot used as control. Aso also reviewed the biocompatibility data results completed on representative product.

Event description:
Bandages pulled skin off her thumb during removal.